Event description:
Incisive surgical has received no direct info on the event. However; the unk clinician did file case details regarding their care of the pt under FDA report (B)(4).

Manufacturer narrative:
Incisive surgical has been provided no info from complainant. Clinical literature suggests that the pts undergoing diep flap procedures often experience complications as described in the FDA report (B)(4).